Event description:
It was reported that the electrogram showed noise on the right ventricular lead while the patient was swimming in a pool and the lead integrity alert was triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the electrogram showed noise on the right ventricular lead while the patient was swimming in a pool and the lead integrity alert was triggered. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that there was possible electrical magnetic interference happening while in the swimming pool. The lead remains in use, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 3 - lfp high rate-ns <= 152 ms average v-cycle on (B)(6) 2012, in the timeframe between 13:20:56 and 15:50:20. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2012 15:20:55.